Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. A review of the device history records showed no non-conformances regarding the specific lot. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "bag inserted to remove ovary w/ cyst. Plunger was pulled back and bag with ovary released from instrument. Bag was then pulled through the 11mm port side. Upon pulling through port side, the bottom of the bag broken and the specimen fell back in to the abdomen of the patient. A second bag was opened and specimen was successfully retrieved."patient status: doing fine.